Manufacturer narrative:
To date, the device involved in the reported incident has been received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
It was reported that the device was faulty so the jig was switched out. The internal jigs with the compression device seem to stick more. Additional information received from the sales representative on (B)(4) 2013 with the following: the procedure was reported as ankle fusion. The patient's age and gender were not provided. It was unknown if there was any injury or harm to the patient. There was a surgical delay of 10 minutes. Surgery was able to be completed. Patient outcome was unknown.